Manufacturer narrative:
The customer reported that they will not return the defective the main printed circuit board (pcb) for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported transducer fault occurred during use on a patient on the vela ventilator. The patient was removed from the device and placed on another ventilator. The customer confirmed that there was no patient harm associated with the reported event.